Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse checked the error log confirming error 2231 bf overflow sensor 1 failure and error 3004 liquid leak detected. The instrument was in use upon arrival as the customer stated that the overflow in the back of the instrument was occurring intermittently. The overflow tubing was not obstructed. The cause of the leakage was likely due to a waste (drain) pump. Fse replaced all three waste pumps and then performed several diluent and wash primes without any errors. The customer performed startup and ran biorad quality controls (qc) with acceptable results. The instrument was returned to service. Fse returned to the customer site as the customer continued to have intermittent issues. Fse confirmed error messages 2231 bf overflow sensor 1 failure and 2236 bf probe 2 suction failure in the error log. Fse found wet paper debris in the wash probe 2 well, which likely caused the 2236 error messages. Fse then replaced wash probe 1 and adjusted z for the wash position. Fse then verified the wash probe by performing multiple wash primes without any errors. Fse then performed a substrate background successfully and advised the customer to recalibrate all assays. Fse then performed biorad qc with acceptable results. The instrument was operating as expected. There was no further action required by fse. The wash probe assembly was returned for evaluation. Visual inspection found no damage on the part. The part passed visual inspection. The issue could not be confirmed. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 27-jan-2017 through aware date of 27-feb-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2231] bf overflow sensor 1 failure cause: the overflow sensor 1 s132 is detecting liquid constantly. Action: please contact the tosoh local representatives. Check s132. [3004] liquid leak detected cause: the drain sensor s172 detected liquid. In this case, measurement will be paused. Action: please contact tosoh local representatives. If there is no liquid leakage, check s172. [2236] bf probe 2 suction failure cause: the overflow sensor 2 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe. Check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173. The most probable cause of errors was due to bad waste pumps.

Event description:
A customer reported error 2231 bf probe overflow sensor 1 failure aia-900 instrument. Technical support (ts) instructed the customer to dry out the well of the bf probe and perform an all set home. The customer then performed a wash prime without any errors. The customer then resumed running samples with no errors. Upon follow up, the customer reported that the error reoccurred but was able to continue running after drying out the well. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.